Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the short guidewire inside the package of a 6f 11cm avanti catheter sheath introducer (csi) was displaced and had shifted to the sealed plastic area of the packaging, while the package itself had not been opened. A different sheath was used to complete the procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.